Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for two patients involving access 2 immunoassay system. Both patients' samples were examined for clots and retested on the original system and on an alternate access 2 immunoassay system and recovered lower results, within the normal reference interval, for both patients. The customer has a standard protocol to retest unexpected results prior to releasing reports out of the laboratory. Only patient #1 elevated result was released out of the laboratory. An amended report was issued to the hospital. The customer discontinued use of the original access 2 immunoassay system. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered the precision pump belt and seals were worn, the aspirate probes were dirty and the peristaltic pump tubing was worn. The fse noted the customer had obtained a failed system check. The fse rebuilt the precision pump, changed the aspirate probes, cleaned the dispense probes and changed the mixer rollers and peristaltic pump tubing. The fse performed a routine system check, a high sensitivity system check and a 30-replicate precision test; all testing passed within the instrument and assay's specifications. The unit conformed to the manufacturer's performance specifications and restored to normal operations. The patient samples did not have any quality issues nor were they short draws. The samples were serum samples drawn in-house using 13x100 mm, gold top tubes. The laboratory centrifuged the samples for eight minutes at 2,800 rpm (revolutions per minute) at room temperature. The laboratory aliquotted the samples into 1 ml insert cups in a 13x100 mm tube for analysis. Samples were stored at room temperature between testing. Quality control (qc) is run once a shift and was within the laboratory's acceptable range prior to and after testing the patient samples. System checks and maintenance was up-to-date. There were no errors in the event log at the time of testing. The customer did not note any other issues. Eval code: mixer roller. Note: beckman coulter, inc. Review of the customer supplied data indicated on (B)(6) 2012, the customer performed a routine system check which failed due to a high washed percent coefficient of variation (cv) and substrate percent cv.